Event description:
Head of screwdriver broke & remained in screw during anterior cruciate ligament repair. Surgeon opted to leave screw (& piece of screwdriver) in place secondary to location of screw.